Event description:
During a procedure, the surgeon tried to detach implant from transforaminal posterior atraumatic lumbar cage system (t-pal) applicator, but the applicator did not come off due to t-pal inner shaft malfunction. The applicator was dissembled, in situ, and the implant was left with patient. This is 1 of 1 report.

Manufacturer narrative:
Device was returned for evaluation, date unknown. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the applicator were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. We have forwarded the complained article to the responsible product development center for evaluation. The investigation shows that the tip of the applicator inner shaft is slightly deformed. A handling test was performed and the implant came normally off. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.